Event description:
Litigation papers allege the patient was injured by excessive levels of cobalt and chromium.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(6). **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint was reopened because the unk depuy hip we originally reported has been identified as an s-rom head used in conjunction with competitors product. The devices associated with this report were not returned. Review of the sterilization certifications and device history records for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. The investigation could not draw any conclusions regarding the reported event. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.